Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit would not power on properly. A field service engineer discovered that the drawer controller printed circuit board in drawer 4.1 was preventing the unit from booting up. The drawer controller printed circuit board and drawer 4.1 were replaced. After the replacement, the unit started properly, and testing for proper operation was successfully in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was completely black and unable to turn it on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.